Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has occurred in pt anatomy and caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that the stent had dislodged prior to use; however, this was not discovered until after the stent delivery system was inserted and inflated in the pt. The stent was found on the backtable. No pt injury was reported. No additional event or pt info is available.

Manufacturer narrative:
Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without blood or contrast visible. The stent implant was returned inside a vial. There were two struts in the first row of distal struts that were bent back. There were two struts in the second row of distal struts that were flared. The proximal end of the stent implant was smashed. There was no other damage to the stent implant. The balloon was loosely folded. There were slight crimp marks visible on the balloon. There was no damage noted to the sds. The protective sheath was not returned. A laser micrometer was used to measure the stent implant outer diameters. The outer diameters did not meet mfg criteria. The proximal, middle, and distal measurements were oversized. Product performance engineering reviewed the incident info and analysis of the returned rx vision stent delivery system (sds). It was reported that after the sds was inserted and inflated inside the pt, it was discovered that the stent had dislodged from the balloon prior to use. Analysis of the sds noted no blood or contrast visible; however, the balloon was loosely folded and the stent outer diameter dimensions were oversized. Positive pressure may have been applied to the system during sheath removal, causing the balloon to slightly expand, partially deploying the stent. This would cause the stent to become loose and the outer diameters to be out of specification, as noted during the analysis. Slight crimp marks were noted on the balloon; however, it is expected that, after inflating the balloon, the crimp marks would become less distinct. The proximal end of the stent was smashed, in addition to the distal struts being bent and flared. However, no stent damage was reported and it is likely the stent was damaged during handling for shipment back to abbott vascular for evaluation. It should be noted that the instructions for use (IFU) states, "prior to using the guidant multi-link vision rx or guidant multi-link vision otw coronary stent system, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted." In this instance, it was reported that the stent was noted as missing after advancing and inflating the sds in the pt. The lot history record was reviewed, no non-conforming material reports were issued for this part/lot number combination and all on-line inspections and testing met mfg criteria. In addition, a query of the complaint-handling database was performed and there have been no similar complaints reported with this part/lot number combination. There does not appear to be a product quality issue. There does not appear to be any indications of a product quality problem. Product performance engineering will trend and monitor the experience circumstances. All stent delivery systems are 100% visually inspected online for stent placement and security. This MDR is considered closed by the product performance group.